Event description:
Description: the md was working with a plumepen when she inadvertently leaned on it, and it felt hot against her skin. Md stated she thought the button on the pen was stuck on the ¿on¿ position. There was no difficulty operating the ¿on¿ switch. The device was able to be turned off. The surgical team removed the device from the field and replaced it with another one. The surgical pen was in use but had been laid down and was not in a holster. There was no harm to the patient and no additional medical care was needed. The original intended procedure was incision and drainage of multiple burns.

Manufacturer narrative:
The user failed to use the safety holster provided with the device. The button sticking issue has been addressed with a continuous improvement initiative that allows for a better button rebound action.